Event description:
It was reported that during a breast biopsy procedure, a green cable issue was received during initialization of the probe. A new holster was used, using the same probe and completed the case with no consequence to the patient.